Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
USA. Allegedly, a patient who underwent a breast surgery augmentation on (B)(6) 2024, develop a capsular contracture baker grade iii on her right breast (B)(6). Revision surgery is scheduled.